Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have myopotentials over-sensing and low pacing impedance. Corrective programming changes were made. No patient consequences were reported.

Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6)2014.